Event description:
It was reported that this right atrial (ra) lead showed low, out of range pacing impedances and noisy signals. There was an automatic safety switch triggered. It was suggested that the issue appeared to be of lead integrity nature. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).